Manufacturer narrative:
Reported event: an event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: no further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to a loose shell. A tritanium 46mm hemi cluster hole shell and one screw were revised. There are no allegations against the head or liner. Rep confirmed that no further information will be released by the hospital or surgeon.